Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the down arrow keypad button requires multiple hard presses to obtain a response. He noted that all keypad buttons click when pressed. The patient confirmed that the rubber keypad is intact, and stated that he does not expose the pump to cleaning products. He reported that he swims and showers with the pump frequently.